Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption, pain, mobility. Loss of bone around implant site - resulting in mobility and pain.